Event description:
In this event it was reported that a patient experienced an allergic reaction one day after the use of seal and protect. The symptoms described include redness, swelling and a white discoloration.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and found to be within specification.